Manufacturer narrative:
The system was examined and the reported event ¿system shut down¿ was unable to be replicated. The company representative did not indicate finding any issues that would have been be associated with the report event. A preventive maintenance was performed. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system was switching itself off on its own during a surgical procedure. The system was restarted and was completed with no harm to the patient.